Manufacturer narrative:
The device has not been received by this manufacturer. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. The july 2007 15-month bagley baskets complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted and no data point exceeded the complaint alert limit. A ship history review search was done for lots shipped specific to the product codes associated with this device. The following are three possible lots that have been identified: lot 7753876, lot 7742938, and lot 7758429. The following are three possible lots that have been identified: lot 773853, lot 764187 and lot 7696010. A review of the device history record (DHR) was performed on these lots; no anomalies were noted. A search of the complaint database for similar complaints was conducted; no additional complaint have been recorded for these lots. Based on the event description, the most likely root cause is sheath buckling on the device during use. When the sheath buckles, the ability of the basket to open or close is lost. A CAPA has been initiated to address this issue.

Event description:
Boston scientific corporation became aware of this event through documentation initiated by the patient. It was reported to boston scientific corporation that a laser lithotripsy procedure occurred in 2005 using out bagley helical basket on a male patient. During the procedure, the basket broke inside the patient's ureter. The physician was unable to release the stone from the basket and during this attempt; the patient's ureter was incised. The patient indicated that as a result of this event, he suffered from obstructed strictures and intra abdominal adhesions in the right ureter, as well as kidney failure. The patient's right kidney was removed. At this time, we are unable to obtain any further information regarding this event.